Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range.

Event description:
It was reported an alert for lead integrity indicated the lead displayed; a high ventricular sensing integrity count, a high number of non-sustained ventricular tachycardia episodes, over-sensing, and a drop in right ventricular lead impedance. The lead remains in use and no patient complications have been reported as a result of this event.